Manufacturer narrative:
Batch review performed on 28 february 2020: lot 183536: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: reverse shoulder system 04.01.0118 humeral reverse hc liner ø32/+6mm (k170452) lot 173416: (B)(4) items manufactured and released on 27-jun-2017. Expiration date: 2022-06-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the poly from the glenosphere. The dislocation was due to the patient reaching for an object. The surgeon revised the glenosphere, humeral reverse metaphysis and humeral reverse hc liner 1 months and 8 days after primary. The surgery was completed successfully.